Event description:
It was reported via repair work order that the nurse call cable was missing and nurse call jack screws were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.